Manufacturer narrative:
Assay results are pending.

Event description:
One (1) patient (B)(6) stated that he experienced a burning sensation in the eyes after using medical device, (B)(6) hydrogen peroxide cleaning & disinfecting lens care system.

Manufacturer narrative:
(B)(4). As we did not retrieve complaint sample for barrel lense case, the returned complaint sample solution was evaluated using a retained sample of barrel lens case. Based on manufacturer ph specifications 6.18 - 6.60 and 6.37- 6.85 pre-neutralization and post-neutralization respectively. The pre-neutralization ph 6.14 and post-neutralization ph 6.31 were slightly out of specification. Although the ph were noted to be slightly out of specifications, manufacturer states the ph results are at a level that is recognized as an acceptable ph range 6.0-8.0 for ophthalmic solution per us pharmacopeia (usp36/nf31).

Event description:
This is a follow up report. Initial report was sent on 02/10/2014.